Manufacturer narrative:
As reported, a hair like foreign material was found on the phasix mesh. The subject device was discarded by the user facility. Based on the investigation performed and without having the sample available for evaluation, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2020. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an open ventral case with component separation, a bard/davol phasix mesh was opened for use. It was reported that upon opening the paper envelope a small piece of hair, or what appeared to be an eyelash was discovered directly on the mesh. The mesh was removed from the sterile field and a new bard/davol phasix mesh was utilized in the case. There was no reported patient injury.